Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the ceramic jig of the guide was broken during cutting the bone. The tip of the broken ceramic was not found. The surgeon need the risk info if the tip was in the pt.